Event description:
A pt reported blood glucose results of 72 mg/dl and 110 mg/dl with a lifescan meter, performed within 10 minutes of each other. A check strip test was performed; the result fell within specifications. Meter was replaced.